Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual inspection of the returned device revealed the distal tip is kinked. The coating is peeled 145 cm from the proximal section. The device passed the dowel test. Dimensions were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 02/03/2016. This back-up meier guidewire was received at boston scientific along with the device reported via MDR ID 2134265-2015-07305. Follow up indicated that the device was not used in the procedure. However, analysis of the device revealed peeled coating.